Event description:
A malfunction was reported by the caller after the pump was dropped. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.